Event description:
Product analysis on the lead was completed on (B)(6) 2012. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. The reported high impedance allegation was not verified within the returned lead portion. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. A single setscrew mark was seen at the end tip of the connector pin indicating that the lead connector was not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Though it is difficult to state conclusively, the identified single setscrew mark at the end tip of the connector pin does have the potential for being a contributing factor for the reported "high impedance" allegation the silicone tubing has what appears to be a puncture at approximately 3.5 cm from the end of the connector boot. No damage to the inner tubing or the lead coils was identified at this location. The lead assembly also has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing but there was no obvious point of entrance noted other than the end of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no product anomalies were identified in the returned lead portion. Pa on the generator was completed on (B)(6) 2012. The reported end of service, was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up with the patient's treating neurologist revealed that there was no suspected manipulation or trauma to the device, however they could tell prior to surgery that the vns was not working as the patient was no longer "aware" of stimulation. It is unclear at this time if this was due to the end or service or the lead break as no diagnostic or programming history for the patient was provided. No other information was provided.

Event description:
It was reported, that during a replacement procedure for generator end of service, high impedance, greater than 10,000 ohms, was observed. Prior to the replacement, the generator could not be interrogated so device diagnostics were not available. When the new generator was attached to the lead, the high impedance was observed. Pin re-insertion was attempted a couple of times, and the lead pin was wiped to remove any extraneous material and the set screw was backed out to clear any obstruction. The surgeon also performed a generator diagnostic test to rule out the generator as the cause and the results revealed proper device function. None of this resolved the high lead impedance so the lead was also replaced. The surgeon noted during the procedure that the top most electrode was off of the nerve and embedded in scar tissue. Following lead revision, system diagnostics test was performed and results revealed proper device function with an impedance value of 1489 ohms. The explanted generator and lead were returned on (B)(4) 2012; however product analysis is not yet complete.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Age at time of event: corrected data: the patient's age was incorrectly reported on the initial MDR. The patient was (B)(6) at the time of the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.